Event description:
The physician reported feeling strong resistance as the fifth coil (subject device) was advanced up to the lesion. The coil prematurely detached. The pt's anatomy was reportedly very tortuous. The procedure was completed with no clinical consequence to the pt. No further info has been disclosed at this time.